Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense and shock channels that was overesensed and resulted in pacing inhibition and numerous non-sustained and diverted episodes. Noise was reproduced by pressing around the pocket area. Lead impedance measurements were good but threshold measurements had decreased. Additional information was obtained that this lead exhibited a high out of range shocking lead impedance measurement and that during the explant of this lead, the cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to an advisory/recall notice.